Manufacturer narrative:
Evaluation conclusion: the manufacturer only evaluated the lcd screen.

Event description:
The manufacturer received information from a third party service alleging a ventilator's lcd screen was hard to read. There was no report of patient harm or injury. The lcd screen was replaced by the third party service center to address the issue. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd screen had evidence of physical damage consistent with being dropped.